Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated their device was not holding a charge, and they tried to take the li battery out and put in aa batteries, but the controller told them to put the li battery back in. Patient services (pss) asked pt to clarify if it was the ins or controller battery not holding a charge, and pt eventually clarified ins battery. Pt said they would go to bed at 100% after spending an hour charging and when they woke up the battery would be totally empty. Pt said they could get inscharged, but it "just won't hold". Pss asked if pt had changed their settings/usage at all, but pt said no. Pss asked event date and pt said saturday they started to have a problem with it again. Asked pt to clarify the "again" statement, and pt said it happened before with the "charger itself", and said about 3 months ago they had it in the shop to work on it. Pt also said they didn't think the equipment was working as it should, pt thought it was part of their current issue and didn't know if it was the paddle this time or both. Pt clarified they had been charging for 37 minutes already and were just at 50% (started at empty) and took a big portion of their day recharging. Reviewed estimated normal charge times on excellent, and reviewed pt's current 50% charge in 37 minutes is fitting in that time frame. Reviewed settings/usage effect charge depletion. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt mentioned when they talked to their rep in the past, they told the pt to go through ps first unless it was a medical condition, but pt said they would contact the rep after the call regarding the issue. Pt called back stating the stimulator battery was not progress/long charge duration. Pt stated they had been charge today from 7am-12pm. Pt stated the controller battery started at 100% and is now 50%. Pt stated previously they put in the aa batteries and the controller was working but the pt had to put the battery pack back into the controller so they pt could charge the stimulator. Pt stated the stimulator battery progressed only up to 70% (moved up to 80% during the call). Pt stated the recharger was getting a little warm and not necessarily "hot". Pt confirmed being set to speed 4 and was consistently seeing excellent charge quality. Pt encountered the controller going blank but white. Pt mentioned the recharger was difficult to plug into the controller, there may be a bent pin on the controller plug but the controller port did not have obvious damage. Pt did mention the controller battery door was difficult to open/close. Pt stated these issues began on saturday. Pt stated they contact hcp who assists the doctor but neither will return to the office before 2pm today. Pt mentioned the battery pack may have some damage to the ledge from resetting the controller multiple times. They had a long charge duration and the ledge of battery pack is damaged. No patient injury reported.pt mentioned call in about 3 months ago - discussing resetting the controller and receiving a replacement.